Event description:
The customer obtained a higher than expected, vitros lactate patient result (2.24 vs. Expected 1.7 mmol/l) on a vitros 5600 integrated system. The higher than expected vitros lactate patient result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, vitros lac patient result was obtained on a vitros 5600 integrated system. There is no evidence of an instrument or reagent malfunction. Calibration to calibration variability is a likely contributing factor for the magnitude of bias observed. In addition, patient sample age, sample quality, and sample collection device cannot be ruled out as potential contributing factors to the event. The definitive root cause is unknown.